Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep). It was reported that the deep brain stimulation (dbs) batteries are not very efficient as the rep thought they die faster than the previous generations of batteries. No symptoms were reported as there was no direct patient involvement.